Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.

Manufacturer narrative:
The reported relation to the zenex, assurity, endurity laser adhesion preparation field safety correction action was not confirmed. The pacemaker was received for analysis. Visual and electrical analysis were normal with no anomalies found.